Event description:
It was reported that while running bd facslyric¿ water under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from german to english: the device leaked with water during the monthly clean because the side hose was not correctly on during the bypass. This has now been fixed and nothing runs out, but when they wiped it up, they discovered that there was a hose on the left behind where the water came out and wanted to ask whether this was normal. 1. Was the leak contained within the instrument? - not contained. 2. Was the leak in a customer accessible location? 3. Was there spray of fluid under pressure? -yes, water under pressure. 4. What was the fluid that leaked? -non biohazard. 5. What is the source of leak -- waste line or non-waste line? -no. 6. Was the customer exposed to blood or bodily fluids? -no. 7. Was there any physical harm to the customer as a result of the leak?-no.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported a complaint of a spray of fluid under pressure not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 04feb2020 to date 04feb2021. Complaint trend: there are 3 complaints related to a spray of fluid under pressure not contained within the instrument. Date range from 04feb2020 to date 04feb2021. Manufacturing device history record (DHR) review: DHR part #659180, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the of the leakage was due to a disconnected waste line. The customer had discovered the leakage during a monthly cleaning, and with a phone consultation, was able to properly repair the instrument by reattaching the bypass hose. No parts were requested for evaluation as there were no parts replaced. After the repair, the customer reported that the instrument was working as intended and it no longer leaked. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. While there was a spray, the pressure and degree of the spray was not such that it would significantly increase the risk of exposure, and the customer did not come in contact with it. Since this is an ruo instrument (research use only), patient samples were not used for the purpose of a treatment, and thus any erroneous results gained due to the incident did not risk harming or delaying the treatment of a patient. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 13jun2019. Defective part number: n/a. Work order notes: subject / reported: 659180 - facslyric 3l10c instrument - device leaked with water during monthly clean. Problem description: the device leaked with water during the monthly clean because the hose on the side was not on correctly during the bypass. This has now been fixed and nothing more runs out, but when they wiped it up, they discovered that there was also a hose on the left behind where the water came out and wanted to ask whether this was normal.. Work performed: bypass hose connected correctly. Cause: bpass hose was not connected correctly. Solution: bypass hose connected correctly - leakage eliminated. Internal notes: tobias raabe 2021-02-04 11: 42: 30z: closed, the leakage problem has been resolved, the customer had not connected the bypass hose correctly. The hose that looks out at the back left is normal = another emergency overflow. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes. No. Azure ID: 89177. ID: libivd-ra-71 2.1.14. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: failed waste connection. Harmful effects: injury to operator due to spraying of waste risk control: robust design connection to the tank. The waste connection to the chassis is housed inside the system. Waste cap removed interlock. Follow universal precautions included in user documentation. Req link (azure ID): 93782 libivd-did-1585 normal use. Implementation verification: libivd-se-15-84ar, libivd-se-15-72p, libivd-se-15-51ir. Effectiveness verification; libivd-se-15-84ar, libivd-se-15-72f, libivd-se-15-51ir. Probability: 1. Severity: 1. Risk index: 3. Residual risk evaluation: a. New hazards: none. Azure ID: 89178. ID: libivd-ra-72 2.1.15. Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: failed waste connection. Harmful effects: damage to instrument. Risk control: robust design connection to the tank. The waste connection to the chassis is housed inside the system. System shall be designed to isolate fluid from electrical and optical components. Waste cap removed interlock. Req link (azure ID): 93748 libivd-did-1582 shielding. Implementation verification: libivd-se-15-84ar, libivd-se-15-53ir, libivd-se-15-72p. Effectiveness verification: libivd-se-15-84ar, libivd-se-15-53ir, libivd-se-15-72f. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes. No. Root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a disconnected waste line. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a disconnected waste line. The customer found that their instrument was leaking during a monthly clean, and was able to fix the issue after a remote assistance by reconnecting the bypass hose. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the instrument being an ruo unit. The safety risk is moderate, s3, and there was no impact to the customer health or safety. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facslyric¿ water under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the device leaked with water during the monthly clean because the side hose was not correctly on during the bypass. This has now been fixed and nothing runs out, but when they wiped it up, they discovered that there was a hose on the left behind where the water came out and wanted to ask whether this was normal. Was the leak contained within the instrument? Not contained. Was the leak in a customer accessible location? Was there spray of fluid under pressure? Yes, water under pressure. What was the fluid that leaked? Non biohazard. What is the source of leak -- waste line or non-waste line? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.